Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before (B)(6) 2014.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a follow up. Upon interrogation of the pulse generator, it was noted that the right ventricular lead exhibited a noise episode on (B)(6) 2018. The patient was not adversely affected and no changes were made to address the episode. No further incident was reported.

Event description:
New information received noted that the noise was detected in the recorded episode of noise reversion. The lead was oversensing noise.